Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated he was at the lake the week prior to the alarm occurring, but he doesn't think the device was exposed to water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.